Event description:
Per the surgeon, the patient's abutment was removed in the or due to recurrent infections and a cover screw was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.